Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The buttons were unresponsive her blood glucose level was 272 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. Unit received with minor scratches on lcd window, cracked case at display window corners, and missing end cap sticker.